Manufacturer narrative:
G4:16dec2020. B4:17dec2020. Upon a follow up the customer reported that the battery was replaced and the issue was addressed. No further information was provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 01dec2020.

Event description:
It was reported that the ventilator's battery was not charging. There was no patient involvement. The customer troubleshot with technical support and found no error codes in the ventilator diagnostic logs. The customer advised that the battery was replaced and the issue continued. The customer was advised to replace the power management board.